Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms, but the alarms reoccurred. Customer then changed cartridge to address the occlusion alarms, and resumed insulin. Customer's blood glucose level was 295 mg/dl.